Event description:
Review of service detected a reportable problem. During servicing, belt sn (B)(4) was intermittently failing the pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was intermittently failing the hi-pot test. Upon evaluation, there was an intermittent short inside the trunk cable. The cause of the hi-pot test failure is the intermittent short. The root cause of the short cannot be positively identified. No adverse event resulted from the shorted wire inside the trunk cable. The last patient to use this belt did not report any deficiencies.